Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was being remotely interrogated with a consult device. Technical services (ts) discussed hovering the wand above the device, but the interrogation was unable to be successfully completely. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating ICD exhibited normal battery depletion. Device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was being remotely interrogated with a consult device. Technical services (ts) discussed hovering the wand above the device, but the interrogation was unable to be successfully completely. This device remains in service and no adverse patient effects were reported.